Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
After an implantation period of approximately 5 days it was reported that cardiac tamponade was confirmed. The patient was treated with pericardial drainage. The lead remains implanted. Should additional information be received, this file will be updated.